Event description:
It was reported that the ilet¿s screen bezel separated from the device, and the user requested a replacement; the event was associated with a device display component and characterized as a loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with adhesive or mechanical bond failure at the display assembly, aligning with a loss of or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.